Event description:
The patient was included in a clinical study. During the follow-up period repeat coronary angiography was done and a 60% restenosis was observed in the area of overlap of the previously implanted two (2) cypher stents. At this time, stent fracture was observed in the same area. Because the patient was asymptomatic, no intervention was done at this time and the patient will continue to be followed. The physician's comment regarding the probable cause of the restenosis was that it was probably related to the stent fracture, which may have been due to the patient's heartbeat. The index procedure was an elective case. The approach for the procedure was from the femoral artery. The target lesion was the proximal right coronary arter (rca). The lesion was reported to be: de novo, eccentric, diffusely diseased, ostial, moderately tortuous, vessel diameter of 2.56 mm, lesion length of 24.85 mm, an 85% stenosis, and type c. The lesion was pre-dilated with 3.0/20 mm balloon at 6 atm with an unknown inflation time. A cypher 3.0/28 mm stent was implanted at 16 atm for 16-30 sec. An additional cypher 3.5/23 mm stent was implanted proximally in overlapping fashion. The stents were not post-dilated. The flow pre-procedure was timi 1 and post-procedure timi 3. The residual stenosis was 0%.